Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that it was difficult to turn off "suspend" mode on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. All keypad buttons responded appropriately. No hypersensitive or stuck/intermittent key responses were observed. The pump suspended and resumed appropriately with no issues occurring. The pump was exercised for 24 hours with no suspend, reboot, loss of powers, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components observed inside the pump. The complaint of the pump being difficult to take off of suspend mode was not able to be duplicated during investigation.

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014 - correction:incident description: on (B)(6) 2014, the reporter contacted animas, alleging that when the user attempted to turn off ¿suspend¿ mode, the pump emitted an alarm that stated the pump was in ¿suspend¿ mode. It was noted that the pump resumed insulin infusion despite emitting the ¿suspend¿ mode alarm. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.